Event description:
An initial event notification was received by sequel med tech, llc, on 29-apr-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported a hospitalization associated with diabetic ketoacidosis (dka) beginning approximately on (B)(6) 2026. The user later confirmed that they were using the twiist pump at the time of the event but were unaware of what led to the dka, stating that "everything was going fine and then everything went south." At the time of hospitalization, the user reported glucose >600 mg/dl, though a friend present during the initial report expressed uncertainty regarding the accuracy of this value and indicated there were additional unspecified contributing factors that they declined to disclose. During the initial report, the user appeared confused and provided inconsistent information regarding pump usage, at one point stating they had not worn the twiist pump since hospitalization and that they had been hospitalized for approximately 1.5 months. Limited additional details could be obtained. The user reportedly remained hospitalized for approximately 3 weeks following the event, with their diabetes managed using long-acting insulin. The user anticipated being discharged from the hospital on (B)(6) 2026 and stated intent to resume use of the twiist pump at that time. The user remains ongoing on the twiist automated insulin delivery system.

Manufacturer narrative:
The user reported multiple potential event dates; however the exact date of the event is unknown. Therefore, the event date (b3) is not provided in this report. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist automated insulin delivery (aid) system user guide provides information about ways to prevent hyperglycemia. Users are also instructed to have a backup insulin therapy available at all times. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, at this time.